Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to a software issue. A technical support specialist checked data synchronization logs and followed ka 000007152 (manual recovery required - data sync invalid upload change tracking value) to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es had network issue. The customer reported that the patient lists were not updated on our or10 machine, and the malfunction occurred when the user was trying to issue the medication to the patient. There was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.